Manufacturer narrative:
It was reported that a patient (male) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure when the physician was removing the ultrasound catheter, she noticed a pericardial effusion. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was admitted and the physician confirmed that the patient fully recovered. The physician thinks that the perforation occurred while obtaining/troubleshooting with the fluoroscopy system and the needle from the brk was "out". The patient was stable throughout the entire procedure. There was no evidence of effusion prior to the procedure. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting correctly. Then, the catheter was connected at the cool flow pump and the catheter does not irrigate from the top of the dome. Further investigation revealed foreign material occluding part of the dome. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed the foreign material is primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. In spite of the irrigation failure, no other malfunctions were observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion in dome cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Explanation of code selection: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046 were selected as related to the issue of foreign material occluding part of the dome. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30430684m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient (male) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure when the physician was removing the ultrasound catheter, she noticed a pericardial effusion. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was admitted and the physician confirmed that the patient fully recovered. The physician thinks that the perforation occurred while obtaining/troubleshooting with the fluoroscopy system and the needle from the brk was "out". The patient was stable throughout the entire procedure. There was no evidence of effusion prior to the procedure. Maximum power was 50 watts. The event occurred post-use of biosense webster products after ablation. There was no evidence of steam pop. No extended hospitalization was required. Default irrigation settings were used. There were no error messages observed on biosense webster equipment during the procedure. Dashboard, vector, visitag were used for force visualization. Visitag settings were 2.5 mm for 3 seconds and 25% for 3 grams of force, respiratory gating and tag index as coloring option. Since the vent occurred post ablation it is conservatively reported under the ablation catheter.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).